Event description:
The reporter stated the surgeon inserted a aq2015a silicone aspheric three piece lens. Lens cracked while inserting into eye. Lens was removed with no pt injury. No widen incision and no suture required.

Manufacturer narrative:
(B)(4), results: visual inspection of the returned product found the lens cut in half. One haptic is bent. Piece of optic is torn off and missing. There was evidence of clear surgical residue. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in an CAPA opened in 06/2005 (which was subsequently closed). The CAPA addressed delivery sys issues including all stages of mfg of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the eval of the returned product, possible root causes for lens tears include both delivery sys issues and handling errors by the customer. (B)(4).